Manufacturer narrative:
Patient information was not made available from the site stating that not legally allowed to ask for this information in my geography. On 05/20/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement solera driver 5.5/6.0 shipped to site 05/24/2016. No parts have been received by manufacturer for analysis. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's solera navigated screwdriver tip was broken. Tip stuck in the screwhead. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Patient sex and weight provided by the surgeon, no other information was obtainable.

Manufacturer narrative:
The hardware investigation of the returned driver found that the reported event was related to a physical damage issue. As reported, the driver showed signs of physical damage as the tip of the tool had been broken off. The driver was in otherwise good condition. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.